Event description:
Ventilator developed low o2 pressure while patient was connected to the machine. Anesthesia unable to switch to manual ventilation and multiple attempts to troubleshoot the situation. Anesthesia finally had to change patient to a portable machine and transfer patient to a different room.